Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms as well as low flow hazard alarms. A specific cause for the lvad internal fault alarms, the low flow alarms, and the patient's infection could not be conclusively determined through this evaluation; however, it was reported that the lvad internal fault alarms were caused by a sternal saline washout. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection could not be conclusively established through this evaluation. The submitted log files contained data from (B)(6) 2021 and found that the pump operated at the set speed without issue. Two low flow controller fault flags were captured on (B)(6) 2021, both of which lasted 10 seconds or longer to result in transient low flow hazard alarms. Elevated pulsatility index (pi) values were also noted during the low flow events. Lvad internal fault alarms were captured on (B)(6) 2021 between 16:36:29 and 16:38:46, at which point the alarms resolved. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient experienced post-operative mediastinitis with infection in the sternotomy. The infection was thought to be an effect of the implant surgery. An omental flap translocation was performed on (B)(6) 2021, and an lvad fault was recorded while the wounded area was washed with saline. The infection was cured with saline wash and omental flap translocation. The low flow alarms reportedly resolved on their own, and the cause of the low flow alarms was not identified. It was reported that the device operated as expected. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01may2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and lvad fault, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: section b3: correction to the event date. Review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms as well as low flow hazard alarms. A specific cause for the lvad internal fault alarms, the low flow alarms, and the patient's infections could not be conclusively determined through this evaluation; however, it was reported that the lvad internal fault alarms were caused by a sternal saline washout. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. The submitted log files contained data from 29jan2021 through 04feb2021 and found that the pump operated at the set speed without issue. Two low flow controller fault flags were captured on 01feb2021, both of which lasted 10 seconds or longer to result in transient low flow hazard alarms. Elevated pulsatility index (pi) values were also noted during the low flow events. Lvad internal fault alarms were captured on 03feb2021 between 16:36:29 and 16:38:46, at which point the alarms resolved. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2020. The patient experienced paralysis due to cerebral infarction (aeroembolism) on (B)(6) 2020 that was reportedly caused during implant of (B)(6). Due to the cerebral infarction, the patient was unable to be discharged. The patient then experienced a stroke in the right hemisphere of the patient¿s brain. The patient also experienced post-operative mediastinitis with infection in the sternotomy. The infection was thought to be an effect of the implant surgery. An omental flap translocation was performed on (B)(6) 2021, and a left ventricular assist device fault was recorded while the wounded area was washed with saline. The infection was cured with saline wash and omental flap translocation. The low flow alarms reportedly resolved on their own, and the cause of the low flow alarms was not identified. It was reported that the device operated as expected. The patient remained hospitalized as of (B)(6) 2021, at which time the patient developed a driveline infection. The patient received drug therapy. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01may2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection, driveline infection, stroke, other neurological event (not stroke-related), and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 5 ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and lvad fault, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on (B)(6) 2022 that the cerebral infarction (aeroembolism) occurred on (B)(6) 2020 when the patient was implanted, but the patient also had a neurological dysfunction (stroke) on (B)(6) 2020 in the right hemisphere.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms as well as low flow hazard alarms. A specific cause for the lvad internal fault alarms, the low flow alarms, and the patient's infections could not be conclusively determined through this evaluation; however, it was reported that the lvad internal fault alarms were caused by a sternal saline washout. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files contained data from (B)(6) 2021 through (B)(6) 2021 and found that the pump operated at the set speed without issue. Two low flow controller fault flags were captured on (B)(6) 2021, both of which lasted 10 seconds or longer to result in transient low flow hazard alarms. Elevated pulsatility index (pi) values were also noted during the low flow events. Lvad internal fault alarms were captured on (B)(6) 2021 between 16:36:29 and 16:38:46, at which point the alarms resolved. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2020. The patient experienced paralysis due to cerebral infarction (aeroembolism) on (B)(6) 2020 that was reportedly caused during implant of (B)(6). Due to the cerebral infarction, the patient was unable to be discharged. The patient then experienced a stroke in the right hemisphere of the patient¿s brain that was an embolus per a computed tomography scan. The patient was on anticoagulant medication at the time of the stroke and was treated with anticonvulsant medication. The patient experienced massive bleeding in the thoracic cavity requiring reoperation and over 16 unites of packed red blood cells. The cause of the bleeding was thought to be related to implantation of the device but not the device itself. The patient developed persistent supraventricular arrhythmia on (B)(6)2020 that was not considered to have an association with the device. The patient also experienced post-operative mediastinitis with infection in the sternotomy on (B)(6) 2020 requiring surgical treatment of reopening the chest on (B)(6) 2020. The infection was thought to be an effect of the implant surgery. An omental flap translocation was performed on (B)(6) 2021, and a left ventricular assist device fault was recorded while the wounded area was washed with saline. The infection was cured with saline wash and omental flap translocation. The low flow alarms reportedly resolved on their own, and the cause of the low flow alarms was not identified. It was reported that the device operated as expected. The patient remained hospitalized as of (B)(6) 2021, at which time the patient developed a driveline infection. The patient received drug therapy. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. Section 1 ¿introduction¿ of this document lists localized infection, driveline infection, stroke, other neurological event (not stroke-related), and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 5 ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and lvad fault, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The patient remains ongoing on (B)(6) with no further reported issues at this time.

Manufacturer narrative:
This event took place at (B)(6) medical center, (B)(6) medical university in (B)(6).

Event description:
It was reported that postoperative mediastinitis occurred and the patient was hospitalized. As mediastinitis was not improved, the surgeon performed omental flap translocation in the patient. An lvad fault was recorded on this occasion while the surgeons washed the wounded area with saline. A log file review was requested. The event log captured lvad internal faults (B)(6) 2021 at 16:36 and again at 16:38. These faults cleared on their own and did not "latch" as there were no further lvad faults for the remainder of the log. The vad continued to operate as intended during these events.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had been in the hospital since the day of implantation. There was a methicillin resistant staphylococcus aureus (mrsa) infection in the sternotomy thought to be due to implant surgery. The infection was completely cured by washing with saline and omental flap translocation. The patient had not been discharged from the hospital due to paralysis caused by cerebral infraction (an aeroembolism). The aeroembolism had been caused during surgery. Fluid leakage was found from the patient's driveline exit site. On (B)(6) 2021 while in the hospital the patient developed a bacterial driveline infection. The bacteria was confirmed to be pseudomonas aeruginosa. Drug treatment was administered to the patient. No debridement was performed.

Manufacturer narrative:
Section e: this event occurred at (B)(6) university in saitama, japan no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced massive bleeding in their thoracic cavity on (B)(6) 2020. The patient received 16 units or more of blood transfusion with packed red blood cells. The patient was not treated with drugs and anticoagulant treatment at the time of the event was heparin. The patient's international normalized ratio was 1.1, activated partial thromboplastin clotting time was 40 seconds, and platelet count was 84,000 / l. Re-operation was performed and the cause of bleeding was due to implantation. The patient had a stroke that originated in the right hemisphere. Coma was observed as a clinical symptom. Based on computerized tomography results, the patient was diagnosed with embolus. There was no surgery performed but the patient was treated with anticonvulsant. The cause of the neurological dysfunction is unknown. On (B)(6) 2020 the patient developed persistent supraventricular arrhythmia. On (B)(6) 2020 the patient experienced a mediastinum infection. On (B)(6) 2020 the patient had a surgical treatment performed and their chest was reopened.

Manufacturer narrative:
Section h6 health effect - clinical code: 4406- convulsion/seizure. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information reported that on the same day of implant surgery, a re-open chest surgery for hematoma removal was performed. The next day, on (B)(6) 2020, convulsions appeared in the patient after discontinuation of the sedative drug. The air embolus was discovered when a large cerebral infarction was diagnosed by head computed tomography (CT). It was noted that with regard to the air embolus, before the patient's chest was closed after the lvad implant procedure, it was thought that sucking had occurred when the surgical field of the right atrium and right ventricle was secured during hemostasis, which led to the development of the air embolism.

Manufacturer narrative:
Section h6 health effect - clinical code: 4406- convulsion/seizure. Manufacturer's investigation conclusion: review of the submitted log files confirmed left ventricular assist device (lvad) internal fault alarms as well as low flow hazard alarms. A specific cause for the lvad internal fault alarms, the low flow alarms, and the patient's infections could not be conclusively determined through this evaluation; however, it was reported that the lvad internal fault alarms were caused by a sternal saline washout. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted log files contained data from 29jan2021 through 04feb2021 and found that the pump operated at the set speed without issue. Two low flow controller fault flags were captured on 01feb2021, both of which lasted 10 seconds or longer to result in transient low flow hazard alarms. Elevated pulsatility index (pi) values were also noted during the low flow events. Lvad internal fault alarms were captured on 03feb2021 between 16:36:29 and 16:38:46, at which point the alarms resolved. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists localized infection, driveline infection, stroke, other neurological event (not stroke-related), and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section includes information for caring for the driveline exit site as well as information regarding how to prevent and control infection. Section 6 also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 5 ¿surgical procedures¿ warns that all entrapped air must be removed from the pump/sealed outflow graft assembly blood path to minimize the risk of air embolus. Transesophageal echocardiography (tee) should be utilized to monitor for air emboli. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard and lvad fault, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.